Manufacturer narrative:
The investigation by ge healthcare has been completed. The hospitals biomedical engineer performed a checkout of the equipment and confirmed the reported complaint. The power board was replaced, and the unit was returned to service.

Manufacturer narrative:
Ge healthcare¿s investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported the unit gave a system restart error, this would have resulted in a loss of mechanical ventilation. There was no report of patient involvement.